Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-01741. It was reported the patient's system was autoreducing. High impedances were observed. X-rays were performed, but no issues were found. As a result, the patient underwent surgical intervention to address the issue. During the procedure, it was noted that both 30 cm extensions so the 2 extensions were explanted and replaced with a 60 cm extension. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.